Event description:
Patient reported the infusion set sometimes fall off during the summer due to his occupation. Patient mentioned leak, but did not identify where the leak was. Patient stated he discarded the headsets so he has nothing to return. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.